Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h imdrf annex f. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard and bio ID were not functioning. A field service engineer found that the keyboard was working but its cable was loosely hanging. Logged into the hardware test application and confirmed the bio ID was functioning properly. Shut down the machine, disconnected slightly loose universal serial bus (usb) cables, removed all cable ties, and applied proper strain relief. Reorganized cable management and reseated the usb cables. The keyboard, previously attached with velcro, was secured using vhb tape to prevent users from detaching it and pulling cords. The customer successfully logged into the application using both the keyboard and bio ID. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system bio-ID was not working. The customer reported that this malfunction occurred during middle of the case, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system bio-ID was not working. The customer reported that this malfunction occurred during middle of the case, resulting a delay. There were no adverse events or injuries reported based on this event.